Event description:
It was reported that patient had uneventful ilasik in both eyes in (B)(6) 2014. Patient under responded and had a photorefractive keratectomy in both eyes on (B)(6) 2014. Patient was given mitomycin c .02% for 30 seconds in both eyes after laser treatment. Patient referred back to center by primary eye care provider on (B)(6) 2015 to evaluate haze in both eyes. Best corrected visual acuity decreased to 20/30 in right eye and 20/25 in left eye. Patient started on durezol 4 times a day for 1 week, then twice a day until seen on (B)(6) 2015. Patient also started on 1000 mg vitamin c by mouth daily.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.